Manufacturer narrative:
The manufacturer previously reported a ventilator's tidal volume delivery was low. The device was returned to a third party service center and the customer's complaint was not confirmed. The device's settings were changed to address the patients needs. No malfunction of the device was noted.

Event description:
The manufacturer received information alleging a ventilator's tidal volume delivery was low. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.